Event description:
Boston scientific received information that this patient fell due to a syncopal event. The patient was evaluated in the emergency room and loss of capture was observed. Threshold measurements increased and they were unable to obtain a pacing impedance measurement and a pause in pacing greater than two seconds was observed during testing. Due to the increased threshold measurements, the device displayed a remaining longevity of .5 years. A boston scientific technical services consultant informed the caller it will take the device five battery status updates to update the battery status with an accurate remaining longevity status. A revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.